Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a critical pump error. The patient's blood glucose at the time of incident was 120 mg/dl. Troubleshooting was initiated for the critical pump error and it was confirmed that the device received a ¿critical pump error¿ image on the display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error alarm and unable to download due to moisture damage on the electronic assembly. We were unable to perform the self test, displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the force sensor and motor during visual inspection. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.